Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 34 mg/dl. Customer is taking a new medication. Customer stated that she feels tired and hot. The paramedics were called to transport customer to hospital. Customer was admitted. Nothing further reported.